Event description:
Caller reports the pt tested 5.1 inr on the coaguchek xs system and 2.9 inr on a comparison lab. Caller states no treatment given based on device or lab result. No adverse event reported. Requested return of suspect system and replacement sent.